Event description:
On (B)(6) 2013, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.03 on a (B)(6) male patient with a diagnosis of pulmonary edema, chf and leg swelling. There was no additional patient information available at the time of this report. Date, time, ctni results, method, sample time; (B)(6) 2013, 22:48, 0.03 ng/ml, I-stat, unk; (B)(6) 2013, 22:40, 1.290 ng/ml, siemens vista, unk. The site states that the patient was sent to the cath lab and 3 stents were put in. Procedure performed based on the vista and catheterization results. There were no injuries reported with this event.

Manufacturer narrative:
(B)(4). The investigation was completed on 09/20/2013. The customer did not return product for investigation. Retain cartridges were tested and are functioning according to specification.

Manufacturer narrative:
(B)(4).